Event description:
During a leep procedure, a piece of the cervix and the cervical column that was removed came out charred. The unit coagulated instead of cut. The unit arced and burned a side wall, resulting in a minor burn. No ointment was applied, nor was anything done to the burn.